Event description:
I detected a defect in ciba vision product, a liquid for storing eye contact lenses: the aosept lens case is not sufficient for neutralization of the full content of the aosept peroxide bottle. Before complaining, I made 3 or 4 tests, using 3 or 4 brand new lens cases; they resulted sufficient to neutralize only half of the content of the peroxide bottle. You can only imagine the inconvenience suffered for this inefficiency of ciba vision. But my real problem is that when I started to contact the ciba vision chain, first my optician, after the ciba vision subsidiary-executives, marketing, technical people-, at last the president, I always had feed-back after, at least one week - only if people did not forget to call me back-. At the end, I arrived in contact with him who said exactly the following words: "send me your bottle and your lens case, I will do a subjective test on me and I will send the remaining product for an objective test." After couple of weeks he said that he forgot to make the subjective test and that my optician was acknowledged of the reimbursement of 1 piece of the product. The president, never replied, italian employees sounded really as poor bureaucrats, not intentioned to solve problems. I have ten bottles to show evidence of this inconvenience. I do not expect money or product reimbursement; I just expect that ciba vision quality management will change in order to solve adequately these kinds of situation: listening to the customer, quick time of intervention, professional answers, substitution of anomaly products already on the market.